Event description:
It was reported that a cartridge alarm 20 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer did not have the most up-to-date pump software and technical support agreed to replace the pump with a new one, which includes updated software. The customer was advised to use a manual injection as a backup therapy to ensure insulin delivery is not interrupted. The customer was given instructions on the storage mode and return process for the problematic pump and acknowledged understanding the necessary steps.